Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report a sensor break while removing it from his body. A part of the sensor remained in the customer's body. The customer removed the piece of the sensor with tweezers. Current blood glucose reading is 119 mg/dl. Customer stated he has had trouble with multiple sets of sensors. The customer wasn't aware that there was an expiration date on sensors. The customer also received alarms about the sensor on the insulin pump. Customer mentioned that he can't hear the insulin pump when it alarms. Customer refused troubleshooting. Replacement sensors sent. Nothing further reported.